Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected high out-of-range right ventricular (rv) lead pacing impedance measurements and high threshold measurements. There was no evidence of oversensed noise and no noise could be produced with pocket manipulation and isometrics. Boston scientific technical services (ts) suspects a marginal connection issue and recommended invasive intervention. Surgical intervention was performed and a loose connection was confirmed. This was corrected which resolved the issue. No adverse patient effects were reported. The device remains in service.